Event description:
Dexcom was made aware on 02/20/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred nine days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, blisters, drainage, inflammation, a rash, pimples, and "bumps" under the sensor pod area only. The patient had burning sensation in the area. On (B)(6) 2023, the patient consulted a physician and was prescribed an oral antibiotic (clindamycin hcl one 300 mg capsule every 8 hours for 10 days) to help alleviate the reaction. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the sensor pod footprint. There¿s redness and dry skin along the sensor pod perimeter. The sensor puncture site is prominent, and a pimple is visible at the lower portion of the sensor pod perimeter. The photo confirmed the skin reaction. At the time of the follow up call, the patient stated the skin reaction is healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).